Manufacturer narrative:
Additional device product codes: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 456.315s, 10mm/130 deg ti cann troch fixation nail 170mm ¿ sterile, manufacturing date: march 16, 2016, expiration date: february 28, 2025, lot number: h053179 (sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inprocess/inspect dimensional/final met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed as the reported complaint condition of ¿removed due to patient did not heal¿ does not indicate breakage of the nail or any of its components. Therefore, a DHR review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon removed trochanteric fixation it was reported that on (B)(6) 2020, the surgeon removed all three trochanteric fixation nail (tfn) to the patient not healing and needing to convert to a total hip. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: 11.0mm ti helical blade 95mm (part number 456.304, lot 3l39728, quantity (B)(4)),5.0mm ti locking screw 38mm- for im nails (part number 458.938, lot h856858, quantity (B)(4)). This report involves one (1) 10mm/130 deg ti cann troch fixation nail 170mm-sterile. This is report 1 of 3 for (B)(4).